Manufacturer narrative:
A biomérieux internal investigation was initiated for this customer complaint. The customer provided raw data and a sample for the investigation. Analysis of the raw data identified that the customer's results between initial and repeat analysis were consistent with testing two different isolates. The submitted isolate was confirmed to be escherichia coli with the vitek® ms. Internal vitek 2 ast-n226 card testing was performed in duplicate with retain samples from the customer lot (6260985403) and a random lot (6260737103). Additionally, reference method broth micro dilution (bmd) testing was performed. Vitek 2 testing on all 4 cards resulted in the same susceptible mics for imipenem. Bmd testing also obtained susceptible imipenem results. The customer's false resistant result was not reproduced internally and the cards are performing as expected. A complaint search for the implicated lot did not identify trends for complaints against the lot. Ast-n226, lot 6260985403 met final qc release criteria. This lot passed qc performance testing.

Event description:
A customer in (B)(6) notified biomérieux of a false resistant imipenem result for an escherichia coli patient isolate in association with the vitek® 2 ast-n226 test kit (ref 413143, lot 6260985403). Repeat testing using the same lot of ast-n226 card obtained susceptible results. Disk diffusion (kirby-bauer) testing also obtained susceptible results. The customer communicated that there was a delay in reporting results of 24 hours, but no incorrect results were reported and there was no negative impact to patient health or treatment due to the initial discrepant results. A biomérieux internal investigation was initiated for this customer complaint. During a retrospective review of vitek 2 MDR submissions it was determined that this imipenem malfunction was not reported to FDA. The associated complaint was received by biomerieux on 25 aug 2019 and was assessed for reportability within thirty days. MDR 1950204-2019-00289 was submitted to FDA on 24 sep 2019 for a meropenem malfunction reported in the same complaint. Biomerieux apologizes for the MDR omission and we wish to ensure full transparency of reportable events, hence we are submitting this MDR. There was no patient injury associated with this malfunction.